Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. It was reported the device was not used on a patient. A final quality evaluation was performed on (B)(4) 2011. An 8.0mm tracheostomy tube was examined and an attempt to completely inflate the balloon with air was not possible as the balloon shrunk/deflated slowly during inflation. The tube was submerged into a beaker of water and inflation with air was repeated. Air bubbles were seen escaping from one spot on the balloon which indicated the balloon leaked. Reconfirmation of the leak spot was performed using colored water. Close examination of the balloon under magnification revealed that there is a slit cut on the balloon wall measuring approximately 2mm long. The defect on the balloon could probably have been due to a cut by a sharp object induced during inspection or rework process, but not discarded and inadvertently mixed in with the acceptable tubes that resulted in this complaint. Review of the manufacturing record (assembly work order) does not reveal any sign of related defects detected during the leak test and inspection. The complaint was confirmed as per returned sample, related personal will be informed and appropriate corrective action will be taken to prevent future reoccurrence. This MDR is being reported as a result of a retrospective review of complaint records conducted by (B)(4) for complaints received from (B)(4) 2011-(B)(4) 2013.

Event description:
It was reported that the balloon leaked.